Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Correction to field b5: describe event or problem the exact event date was not available, therefore the date 12/01/2024 was used as an estimate, based on the reported onset occurring within end of 2024. The exact explant date was not available, therefore the date 05/01/2025 was used as an estimate, based on the reported date of may2025. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of atrophy, erosion, extrusion, and bulge were not related to the device. The physician reported the issue was most likely related to patient's preexisting condition of diabetes and the presence of a notably thin membrane and not a device issue; therefore, a conclusion code of adverse event related to patient condition was assigned to this investigation.

Event description:
It was reported that at the end of 2024, a patient with an inflatable penile prosthesis (ipp) presented with protrusions on one side of the cylinder, which were visible externally through the urethral opening. The physician assessed that two contributing factors were likely involved: the patient's preexisting condition of diabetes and the presence of a notably thin membrane. The ipp device was explanted in (B)(6) 2025, and a new device was implanted in (B)(6) 2025. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of erosion is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to field d6a: implant date. Additional information received indicates that the implant date occurred one day later than originally reported. The exact event date was not available, therefore the date 12/01/2024 was used as an estimate, based on the reported onset occurring within end of 2024.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with protrusions on one side of the cylinder, which were visible externally through the urethral opening. The physician assessed that two contributing factors were likely involved: the patient's preexisting condition of diabetes and the presence of a notably thin membrane. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of erosion is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to field d6a: implant date. Correction to field d6b: explant date. Additional information clarifies that the implant date occurred in the day originally reported. Additional information clarifies that the explant date occurred in (B)(6) 2025 the exact event date was not available, therefore the date (B)(6) 2024 was used as an estimate, based on the reported onset occurring within end of 2024. The exact explant date was not available, therefore the date (B)(6) 2025 was used as an estimate, based on the reported date of (B)(6) 2025.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with protrusions on one side of the cylinder, which were visible externally through the urethral opening. The physician assessed that two contributing factors were likely involved: the patient's preexisting condition of diabetes and the presence of a notably thin membrane. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of erosion is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The exact event date was not available, therefore, the date 12/01/2024 was used as an estimate, based on the reported onset occurring within end of 2024.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with protrusions on one side of the cylinder, and the cylinder could be seen from the outside. The device was explanted and replaced. There were no further patient complications.